Event description:
It was reported that the zimmer dermatome stopped working during use. The procedure was completed with an alternate device. There was no report of harm, serious injury or delay of procedure.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up report will be submitted once the device has been returned and the investigation is complete.